Event description:
It was reported that during a rotational atherectomy procedure in an extremely calcified lesion, the wire was very difficult to place and a large amount of resistance against the vessel was encountered. During ablation, the burr dislocated in an upward direction apparently due to wire fracture. The pt experienced pericardial tamponade and despite attempts at treatment, expired.